Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported screwdriver tip broke in the screw interface. When the surgeon tried to final tighten set screw on the rod, the set screw stripped and broke. We had to saw the head off the screw and then use a universal removal set and a reverse threaded driver to get the illiac screw out.

Manufacturer narrative:
Product complaint # (B)(4). The set screw is stuck inside the expedium closed screw. The product and lot # could not be confirmed from the jammed set screw. The investigation is performed considering this set screw as the reported device from the complaint. It was also noted that the drive feature of the set screw is stripped in the direction of the tightening. The exact part and lot number combination could not be confirmed from the sample returned; therefore, the manufacturing or receiving inspection records could not be reviewed. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. With the information provided, a definitive root cause for the jamming of the ti x25 m7 short set screw inside the closed screw cannot be determined. However, evidence from the stripped drive feature of the set screw this damage may have occurred due to cross-threading the set screw upon insertion. Tightening the set screw while it is cross threaded places an unexpectedly high amount of force on the threads both the set screw and the closed screw threads, resulting in jamming. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.